Event description:
Spontaneous call from patient who reported a no disposable pump won't run error. Cassette was removed, inspected, and it did look like part of the internal bladder was poking out. She attempted to push it back in, but was unsuccessful. It did not work on the back up pump. The patient made a new cassette and the error was resolved. No adverse effects reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.